Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient is experiencing temperature swings, and the healthcare provider was not sure if it could be related to the drug infusion system and/or flow of drug. The patient was recently admitted to internal medicine on (B)(6) 2017 for low temperature. Since then patient has had bad fever/¿hypothermia¿. It was reported that the patient has "aery libel temperatures". The patient has had swings from 94 degrees fahrenheit when admitted and then up to 104. They have made a couple of oral medication changes since the patient was admitted and now the patient's temperature has been stabilized for 48 hours. The event logs were going to be checked to see if the patient has had any motor stalls. Per the healthcare provider this all started back in (B)(6) 2017 when the patient had a bowel perforation (rectal perforation due to foreign body) and required surgery. Following the surgery the patient was having chills and fever. The healthcare provider was going to discuss the patient's conditions with the patient's managing physician and there were no further complications reported/anticipated.